Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 200, 400 mg/dl. The customer had random high blood glucose, and the time on the clock has really slowed down to where they were off by hours. The customer never changed it. The customer was assisted with correcting time, advised to monitor and call back if it happens again, advised time my go off by a few minutes overtime from battery changes, but also advised if there was an unexpected restart or if insulin pump was without battery for over 10 minutes will reset time. The product will not be returned for analysis.